Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer changed the cartridge a few days ago, and the insulin gauge continued to display 110 units of insulin. There was no impact to the customer's blood glucose level. During the call with tandem technical support, the customer stated insulin gauge decreased to 100 units. Reportedly, the customer believes the fill estimate was accurate and that the pump insulin gauge was decreasing as intended.